Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative was able to verify the customer's reported issue. The fsr determined that the o-rings in the flow sensor receptacle were dislodged. The fsr replaced the o-rings performed uvt and ovp the device passed all testing and met vyaire manufacture specifications.

Event description:
It was reported to vyaire that the vela ventilator experienced a "transducer fault". The customer confirmed that there was a patient associated with the reported issue. The ventilator was switched out with no reported harm to the patient.